Event description:
Within total occlusion of the rca lesion, attempts to re-cannulate the proximal rca were unsuccessful. A slight perforation of the totally occluded segment of the proximal rca was noted.